Event description:
The customer contacted stryker to report that their device was not delivering energy as expected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Correction: section h6 results code of the initial medwatch report indicates: electrical problem identified section h6 results code of the initial medwatch report should indicate: no device problem found section h6 conclusion code of the initial medwatch report indicates: cause traced to component failure section h6 conclusion code of the initial medwatch report should indicate: cause not established section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and was unable to verify the reported issue. Stryker determined the defibrillation cable intermittently operating was the cause of the reported issue. Stryker advised the customer to order a new cable. Proper device operation was observed through functional and performance testing the device was returned to the customer for use. Section h11 of the initial medwatch report should indicate: stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. A conclusive root cause of the reported issue could not be determined. Stryker determined the defibrillation cable intermittently operating and advised the customer to order a new cable. Proper device operation was observed through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not delivering energy as expected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue. Stryker determined the defibrillation cable intermittently operating was the cause of the reported issue. Stryker advised the customer to order a new cable. Proper device operation was observed through functional and performance testing the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.